Event description:
Patient reported sudden loss of device functionality. Testing performed at center and by company representative confirmed device was no longer functioning. Pt requested reimplantation with another clarion device.